Event description:
Procedure(s): orif, insertion, intramedullary rod, femur right. This is a size 10 orthopediatrics nail that was used. Based off the history and the place in which the nail broke, as well as the clinical history, given by the patient and family, we believe that this is an implant related issue only. It does not seem that there was lack of compliance or inappropriate medical decision making in this case after our review.